Event description:
It was reported that during a procedure using a cardiac stimulator the touch screen monitor shut off. They were unable to resolve the issue during the procedure. As a result of the issue the procedure was cancelled. There were no other patient complications. The touch screen monitor is expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.